Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used in a patient from (B)(6) 2017(days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis, an air cushion was observed between two layers of the triple layers. Functional testing indicated that the pump did not meet its required functional specification. The pump was disassembled for further testing and leaks were detected in the air-side and middle layers, both located close to the rolling radius of the stabilization ring. The blood-side layer of the membrane was found to be intact. Furthermore, graphite agglomerates were detected in the membrane interstices. The cause of the failure was most likely the diminished graphite coating. Graphite particles that formed due to the abrasion between the layers caused increased friction at some points which finally led to the defect in the air-side and middle layers. As a result of this defect, air got in between the air-side layer and middle layer and formed an air cushion, which reduced the pump performance (incomplete filling and emptying). Site reported the event under user facility report #(B)(4).

Event description:
Berlin heart inc. Clinical affairs (ca) was informed by the clinic that an excor blood pump on a patient supported in the lvad configuration had experienced incomplete emptying of the excor blood pump, despite adequate ikus ejection parameters and normal patient blood pressure readings. According to the clinic, the membrane appeared to be in contact with the pump housing at the end of systole. Upon review of the video material provided by the clinic, berlin heart inc. Ca recommended an immediate exchange of the affected blood pump. The exchange of the affected blood pump was performed by trained personnel at the clinic without complications. The new blood pump was able to fill and eject completely without any issues. The patient was not negatively affected by this incident and did not suffer any untoward effects.